Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline would not open in the distal end despite multiple attempts. As a result the device was replaced and the procedure completed. Less than half of the device deployed when it failed to open. More than 2 resheathing attempts were made, and no additional steps were made to attempt to open the device. The physician also attempted to open the device outside of the body which did not resolve the issue. The patient was undergoing surgery for treatment of an unruptured, saccular aneurysm that covered a wide neck. Dual antiplatelet treatment was administered but the pru level was unknown. It was noted that the vessel tortuosity was moderate. The devices were prepared as indicated per the IFU.